Event description:
Boston scientific received information that this right ventricular lead was surgically abandoned and replaced due to numerous lead issues noted which were suspected to be due to insulation damage at the 1st rib and clavicle area of the lead. The lead displayed low pacing impedances less than 200 ohms, high thresholds resulting in loss of capture, noise resulting in inappropriate shocks, and extracardiac muscle stimulation. The revision was performed successfully and a new right ventricular lead was implanted. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.